Manufacturer narrative:
The investigation for the saturated flow has been completed. No product was returned. Log review showed a large motor current spike after insertion followed by saturated flows (5l/min during systole and diastole). There were some "impella position unknown" and "impella in aorta" alarms, but it was noted that the pump was in good position during the saturated flows. The root cause of the saturated flow was most likely biomaterial.

Event description:
The complainant had impella cp support ongoing for a patient admitted in for a high risk percutaneous coronary intervention. The pump was placed but the team observed saturated flows. The team explanted the pump and replaced with an impella 5.5 pump. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.